Event description:
It was reported that the insulin pump had a motor error alarm. It was stated that the customer cleared the alarm and rewound properly. The infusion set and reservoir was changed and the insulin was squirting out during the prime process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump had a cracked case and a liquid crystal display.